Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer cribriform was chosen for implant using 8f amplatzer trevisio intravascular delivery system. During the procedure, after the device was positioned in the patient¿s atrium, an inversion was observed on the left side, presenting a concave shape. The device was placed in warm saline solution multiple times in an attempt to correct the issue; however, it inverted again upon repositioning. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a new 30mm amplatzer cribriform. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. An image and a video was provided from the field, the image showed the outside labeling of the device, and the video showed the device deforming outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.